Event description:
It was reported that the patient experienced frequent unnecessary alerts and alarms along with improper insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The patient declined further follow-up, and the case was closed as the issue was documented only.